Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called and reported software problem 1. Intellis; 2.3.6; 3.243;4.qf_port, yesterday and added before they called patient service the controller was just black and unresponsive. Agent had patient removed the battery pack, patient provided an old controller serial number while agent was tying to get more information about the replacement controller back on march, the patient became aggressive and stated they don't want to be interrogated and be accused of. Agent tried to explain but patient no longer want to continue and wanted to speak to someone else. However, patient disconnected while being transferred. Agent asked and patient mentioned the controller was blank. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and confirmed a green blinking light was above the screen. Controller showed memory problem and patient was able to set the date and time. Patient unlocked the controller; controller showed red recharging and implant red. Agent informed patient to fully charge their controller then charge their implantand to monitor. The troubleshooting steps taken on call resolved the issue. Patient stated they have an appointment with the new managing hcp. They would like an medtronic representative to be at the appointment. Patient stated the office would not bring a representative until patient had went to one appointment. Agent reviewed information and redirected them to their managing hcp. Agent sent an email to the field.

Manufacturer narrative:
A4 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 udpated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned information documented in this case. Patient had a real problem with their equipment and they received a paddle or 2 fedex packages and returned everything. Patient mentioned medtronic bent over backwards for them and they appreciated that so much. Patient also inquired airport security/conveyor belt compatibility. Agent reviewed information. Patient also had a hearing issue.

Event description:
Pt (patient) called back stating that they were sent a new recharger and the equipment charged the ins just fine, however they could not pull the recharger out of the controller. Agent asked the pt if they could try the pulling the cord out of the controller during the call with the cord held as straight as possible. Pt said that the recharger was stuck inside the controller. Agent advised the pt that the controller and recharger would be replaced and for them to keep the battery pack. Pt said that they would use pliers or stand on the cord and pull to get the recharger out of the controller. Agent advised the pt not to do those things. A replacement recharger and controller was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they were told that surgical incision is a big decision, to resolve the issue of the implant moving from front to back and sliding around in back. They were told by the healthcare provider (hcp) that the issue will never be resolved. The issue has not been resolved yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient on (B)(6) 2025 who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an external device. The reason for call was patient reported their controller had multiple screens on top of each other. Patient stated they tried to send a text message to manufacturer representative (rep) about the issue but they did not get a response. During the call agent walked patient through removing the battery pack and plugging controller into the ac power supply cord. Patient confirmed controller powered on. Patient put the battery back into the controller and confirmed controller was flashing green. Patient got the message to connect the recharger. Agent reviewed with patient to continue charging the controller until the flashing green becomes solid and then to charge their implant. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Patient (pt) called back on (B)(6) 2025 and reported that they were still unable to recharge the implant. They were able to begin recharging but could not keep the quality consistent. Pt stated that their implant was moved from their front to their back. Pt stated the implant was sliding around in their back. Agent reviewed that was likely the cause of their issue. Pt stated the issue became worse as time went on. Due to the nature of the pt agent agreed to replace the recharger, but recommended the pt reach out to their managing healthcare provider (hcp) for the issue.